Event description:
The rptr did back to back (rapid succession) blood glucose tests of 101 and 286 mg/dl. Pt did not have any symptoms. On followup, the rptr stated that rptr has difficulty obtaining a sample, and sometimes adds a second drop. Pt also has difficulty reading numbers on pt's vials. At the rptr's request, the lifescan rep spoke with pt's child and discussed all issues. The child will do a control test for pt at a later time. No harm was alleged.